Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: hyperion 6fr jr4.0. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a restenosed eccentric lesion located in the mid right coronary artery that had moderate tortuosity, moderate calcification and was 90% stenosed. The 3.0 x 12 mm nc trek rx balloon dilatation catheter was advanced, with resistance with the patient anatomy, to the target lesion. Upon the first inflation, the balloon ruptured at 16 atmospheres for 10 seconds. The device was replaced with a non abbott balloon dilatation catheter and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.